Event description:
It was reported that the pt felt the stimulation in the wrong location. The pt felt stimulation in the buttock and not in the "bicycle seat" area, since the neurostimulator's implantation. The pt also experienced spasming through the bladder since the device was implanted. There had been a reduction of 50% in the pt's spasms since having the device implanted. It was later reported that the lead was the cause of the pt's reported issue. The lead was in the wrong location, at the seventh sacral vertebra (s7). A CT scan performed in 2006 showed the lead at s2. A surgical revision was planned, but there was no date provided. The pt did not require hospitalization due to the event. The pt's outcome was noted to be a non-serious injury. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).